Manufacturer narrative:
(B)(6).  FDA notified: the initial reporter also notified the FDA on 11/05/2019 via medwatch # mw5090690. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle stick occurred during use with a needle eclipse 23x1 rb. The following information was provided by the initial reporter, "it was reported the staff member was giving a hep a vaccine with an im needle and stuck her l thumb when closing the safety lok. Staff giving hep a vaccine with im needle, stuck l thumb with closing safety lok. Sent to contracted medical provider for appropriate f/u care. FDA safety report."

Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that a needle stick occurred during use with a needle eclipse 23x1 rb. The following information was provided by the initial reporter, "it was reported the staff member was giving a hep a vaccine with an im needle and stuck her l thumb when closing the safety lok. Staff giving hep a vaccine with im needle, stuck l thumb with closing safety lok. Sent to contracted medical provider for appropriate f/u care. FDA safety report."